Event description:
It was reported the patient ad the artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary sphincter consisting of a 3.5cm cuff, pump, and balloon were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.